Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant no atrial mechanical markers were noted on the electrograms (egm) for the leadless implantable pulse generator (ipg). Proper sensing could not be confirmed. The ipg remains in use. No patient complications have been reported as a result of this event.